Event description:
It was reported that the patient's wife called to report that the implantable cardioverter defibrillator (ICD) did not pace while the patient's heart stopped during a reported cardiac arrest. Technical services (ts) reviewed the device's functionality with the patient's wife. The device remains in use. No additional adverse patient effects were reported.